Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iritis, hyphema and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. Iritis, hyphema and elevated iop are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular micro bypass stent system procedure, the patient presented with low grade iritis associated with iop spike. The surgeon conferred with glaukos medical monitor who clarified that the patient presented with intermittent low grade iritis with pressure spike since only a single stent (one of the two stents) was implanted initially. The stent was observed in good position without touching the iris. Additionally, it appeared that the patient may had some intermittent reflux heme in the anterior chamber (ac). The medical monitor noted that the occurrence is not unusual with stent procedures or with stripping procedures. The surgeon planned to check for heme in the anterior angle via gonio. Possible causes of the reported event including mitigation and treatment options were discussed. Through additional communication, the surgeon inquired about how to remove the stent from the patient¿s eye, and that the patient was being referred to a retina specialist. Additional information has been requested.